Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 27 and 29 mmol/l. The customer was also vomiting. It was reported that the customer had been getting no delivery alarms since (B)(6). The customer felt that the insulin and infusion sets may have been affected by the heat. It was stated that the customer's blood glucose levels were fine while she was in the hospital, but as soon as she was put back on the insulin pump, her blood glucose levels began elevating. Further troubleshooting was declined. It was stated that the insulin pump would be uploaded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.